Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded at the facility. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the inner plunger on the acp kit popped off while aspirating blood during a prp injection. The rep stated that some of the blood that was in the syringe leaked out onto a tray that was on the table. The rep confirmed that the spilled blood did not come into contact with any surgical staff or the patient. A replacement abs-10011 was used to complete the procedure successfully. The lot number of the replacement device is unknown.